Manufacturer narrative:
Patient ID: (B)(6). Unknown date in (B)(6) 2017. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a patient underwent two revision procedures. The original trochanteric fixation nail advanced (tfna) implant procedure was completed in (B)(6) 2017. In (B)(6) 2018 a revision procedure was performed because the tfna blade as it was too long and the distal locking screw broke. The blade was exchanged but the screw was left in the patient. Reportedly near the end of (B)(6) 2018, the tfna nail broke. The devices were removed, and a hip prosthesis was implanted on (B)(6) 2018. Concomitant device reported: tfna nail (part 04.037.145s, lot h483880, quantity 1). This report captured the (B)(6) 2018 revision procedure for the blade being too long and the distal locking screw being broken. The (B)(6) 2018 revision procedure for the broken nail is captured under related complaint (B)(4). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 04.005.526, lot l732033: manufacturing site: mezzovicco. Release to warehouse date: january 15, 2018. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition but no visual defects manufacturing related have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. No manufacturing related issue was identified. The applicable risk management document was reviewed and found to adequately address this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.